Event description:
Headaches [headache]. Painful- vaginal [vulvovaginal pain]. Color of the blood was strange- menstrual [menstrual disorder]. Nausea [nausea]. Pain lower belly [abdominal pain lower]. Tampon is upside down in the plastic dispenser [device physical property issue]. I spent 24 hours with the same tampon without realizing that I already had one [device use error]. Case narrative: consumer reported via email that the tampon was upside down in the applicator. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Headaches [headache] painful- vaginal [vulvo. Vaginal pain]. Color of the blood was strange- menstrual [menstrual disorder]. Nausea [nausea]. Pain lower belly [abdominal pain lower]. Tampon is upside down in the plastic dispenser [device physical property issue]. I spent 24 hours with the same tampon without realizing that I already had one [device use error]. Case narrative: consumer reported via email that the tampon was upside down in the applicator. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Headaches [headache]. Painful- vaginal [vulvovaginal pain]. Color of the blood was strange- menstrual [menstrual disorder]. Nausea [nausea]. Pain lower belly [abdominal pain lower]. Tampon is upside down in the plastic dispenser [device physical property issue]. I spent 24 hours with the same tampon without realizing that I already had one [device use error]. Case narrative: consumer reported via email that the tampon was upside down in the applicator. No serious injury reported.